Event description:
This case was reported via regulatory authority (B)(6) ((B)(4)) on 10-feb-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("cramps") and myalgia ("muscle pain so bad as to cause functional impairment") in a female patient who received essure (batch no. 626600). The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient started essure. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion medically significant), myalgia (seriousness criterion disability), menorrhagia ("very abundant menstrual bleeding"), abdominal distension ("major bloating"), fungal infection ("fungal infections"), arthralgia ("joint pain"), muscular weakness ("muscle weakness"), weight increased ("weight gain"), thyroid disorder ("thyroid problems"), hypertension ("hypertension"), tachycardia ("tachycardia"), metabolic disorder ("metabolic disease,"), oedema ("oedema"), acne ("acne"), hypersensitivity ("allergy") with pruritus and skin reaction, urinary tract infection ("multiple urinary tract infections"), diabetes mellitus ("diabetes"), blood cholesterol abnormal ("cholesterol imbalance"), sleep disorder ("sleep disturbances"), disturbance in attention ("difficulty concentrating.") And blood cortisol abnormal ("cortisol imbalance"). At the time of the report, the abdominal pain lower, myalgia, menorrhagia, abdominal distension, fungal infection, arthralgia, muscular weakness, weight increased, thyroid disorder, hypertension, tachycardia, metabolic disorder, oedema, acne, hypersensitivity, urinary tract infection, diabetes mellitus, blood cholesterol abnormal, sleep disorder, disturbance in attention and blood cortisol abnormal outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, myalgia, menorrhagia, abdominal distension, fungal infection, arthralgia, muscular weakness, weight increased, thyroid disorder, hypertension, tachycardia, metabolic disorder, oedema, acne, hypersensitivity, urinary tract infection, diabetes mellitus, blood cholesterol abnormal, sleep disorder, disturbance in attention and blood cortisol abnormal with essure. The reporter commented: events started after a few months of essure placement. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had cramps (interpreted as lower abdominal pain) and muscle pain so bad as to cause functional impairment. Cramps is an anticipated event in the reference safety information for essure, muscle pain is unanticipated. Lower abdominal pain and cramping may have gynaecological and non-gynaecological causes. In the present case, consumer´s medical history and concurrent conditions were not provided. Given the nature of the event cramps, positive temporal relationship and lack of alternative explanation, causality with essure cannot be excluded. In this case consumer also had thyroid problems which could be an alternative explanation for the muscle pain. Additionally, she had cholesterol imbalance, and muscle pain is a known side effect of statins. Considering the nature of event muscle pain so bad as to cause functional impairment, these possible alternative explanations, and the local effect of essure in the fallopian tubes, causality was excluded. Non-serious events were also reported. Although no death or serious injury was mentioned in this case, it was regarded as incident in line with health authority's assessment. A product technical analysis is expected.

Manufacturer narrative:
Quality-safety evaluation of ptc: lot number 626600 (production date feb-2008, expiration date jan-2010). Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No specific issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 17-mar-2017: quality-safety evaluation of product technical complaint was received. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had cramps (interpreted as lower abdominal pain) and muscle pain so bad as to cause functional impairment. Cramps is an anticipated event in the reference safety information for essure, muscle pain is unanticipated. Lower abdominal pain and cramping may have gynaecological and non-gynaecological causes. In the present case, consumer´s medical history and concurrent conditions were not provided. Given the nature of the event cramps, positive temporal relationship and lack of alternative explanation, causality with essure cannot be excluded. In this case consumer also had thyroid problems which could be an alternative explanation for the muscle pain. Additionally, she had cholesterol imbalance, and muscle pain is a known side effect of statins. Considering the nature of event muscle pain so bad as to cause functional impairment, these possible alternative explanations, and the local effect of essure in the fallopian tubes, causality was excluded. Non-serious events were also reported. Although no death or serious injury was mentioned in this case, it was regarded as incident in line with health authority's assessment. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information is expected.